Manufacturer narrative:
A correction to this report was required due to the incorrect lot sequence number being provided in the initial report. The correct lot number for the reported event was l11220620 0088.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the part associated with this complaint and completed the investigations. Failure analysis (fa) investigations confirmed the customer's reported complaint. The instrument was found to have slight thermal damage on the cut electrode. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with a full range of motion in all directions. The grips opened and closed properly. Upon visual inspection, the jaw ceramic dots were present. The instrument was tested for electrical continuity and failed. A review of logs showed no failures. The root cause of this failure is attributed to component failure, and it was transferred to engineering for further investigation. A review of the instrument logs for the instrument (part # 480440-06/ batch/lot # l11220620) associated with this event was performed. The instrument was confirmed to be used on (B)(6) 2022 on system serial# (B)(4). This is a single use instrument. No image or video clip for the reported event was submitted for review. This event is being reported due to the following conclusion: the report acknowledges that sparking occurred while the instrument was in use. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, the synchroseal instrument sparked while inside of the patient. A replacement instrument was used to continue. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) attempted follow up to obtain additional information, however, no further details have been received as of date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed-up with the initial reporter and the following additional information was obtained: the instrument was inspected upon opening. There was nothing unusual about loading the instrument, or its appearance upon loading, or placing into the abdomen. Synchroseal instrument activation was the surgical task being performed at the time of the reported issue. Arcing was noted around the instrument tips, not confined, or contained within the jaws. It appeared different than other arcing occurrences with this instrument. No tissue damage was noted around the area. The instrument was being used on a ligament on the patient's left. The reported issue occurred during the first use of the instrument and was immediately withdrawn. No errors were generated on the console. The target tissue was ovarian vessels. The target tissue was isolated with some surgical tension, but not great tension. The targeted vessels were 3mm in diameter. There was no evidence of vessel calcification. The targeted tissue was not exposed to any radiation or chemotherapy prior to the procedure. There was no coagulation or tissue changes noted. The jaws did not come in to contact with any metal objects. The jaws were not immersed in liquid, nor did they contain any debris. The patient did not have any unexpected additional bleeding. The instrument seemed immediately defective. There are no images or recordings available for review. The instrument was further inspected by engineering. The primary failure analysis findings were confirmed. The instrument was found to have thermal damage on the cut electrode. However, when testing for electrical continuity while on the system the instrument passed. This is likely due to the wire going through the grip drive not being tight when disconnected from the system, causing discontinuity. However, when the instrument was placed on the system, the system tightened the drive cable wire to connect the circuit to the jaws. This is an expected condition of the instrument. E-100 logs were also checked and there was one instance of the cut electrode becoming shorted. This is likely caused by the thermal damage of the electrode.

Event description:
Refer to h10/h11 for follow-up information.